Manufacturer narrative:
This product is manufactured in the u.s. But is not marketed in the u.s. (B)(4). Lens not returned.

Event description:
The reporter indicated that the surgeon used a ks-3ai aq310ai, 21.5 diopter, preloaded injector on (B)(6) 2016 and the lens became stuck in the nozzle prior to insertion in the patient's eye. The reporter stated the injector was tough to push. The lens was not implanted and there was no patient injury.

Manufacturer narrative:
Result: visual inspection of the returned product found the iol was rotated to left and iol was stuck inside injector before triangle part. Volume of used viscoelastic material appeared to be enough. Top flange was pushed down adequately. There was no irregularity found on injector and iol, all met criteria. The exact root cause was not able to determine. Most likely root cause is user did not follow some of instructions, e.g. Pushed down top flange too slowly /pushing twice, interrupted pushing rod before it reaches to waiting position and pushed again etc. No similar events reported close to serial so far. Conclusion: based on the complaint history, work order search and product evaluation/investigation, a specific root cause of the event could not be determined. (B)(4).